Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's father reported that bent cannula issue occurred with two sets. The patient was traveling to (B)(6) when she felt sick on the plane and noticed a bent cannula when she removed the set. The patient changed the set, but insulin was not delivered due to another bent cannula. The site location was at the abdomen and the issue occurred on the first day of using the set. The infusion set had been in use for few hours. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.